Event description:
Reporter states soon after filshie clip implant, she started having left sided pain. Had multiple doctor visit because of pain. Lab works came out normal. Reporter states stomach bloating, hard time breathing, allergic reaction, difficulty thinking and remembering, bowel movement difficulty, body is reacting to the device negatively, can¿t run any longer because of constant left sided sharp pain. In (B)(6) 2019, reporter was told by doctors that the device has come loose and migrated, reporter states she does not understand why doctors are refusing to take device out.